Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose at the time of incident was 404 mg/dl and the current blood glucose level was 350 mg/dl. The customer¿s other blood glucose level was 322 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin pump. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Based on customer¿s report customer does not allege insulin pump was under delivery. The device will not be returned for analysis.